Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event on the pump. The reporter stated that the patient had a blood glucose of 585 mg/dl with symptoms of nausea and vomiting. The patient had received phone advice for treatment and had discontinued pump therapy at the time of the call. The reporter stated that the pump was unable to maintain the time and date after resetting. The reporter stated that when the pump was powered back on, it displayed the default time and date. The patient is expected to verify the time and date of the pump each time it is powered on. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.

Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed the time/date reset to the default setting after a power on reset on (B)(6) 2018 at 18:51. Deliveries resumed that same day at 19:12. The last basal delivery was recorded on (B)(6) 2018. On investigation, the pump powered on and was exercised for 24 hours. After the 24-hour exercise, the battery was removed from the pump for a total of six hours and the re-inserted and the pump was powered on. After six hours without battery, the time and date reset to the default setting. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within range. Investigation duplicated the time/date reset to default settings complaint. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be manually set by the user to confirm the verify screen.